Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported shaft detachment was unable to be confirmed; however, the device was returned without the stent. The stent implant had dislodged from the balloon and was not returned. The balloon was loosely folded and partially inflated with contrast. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. A procedure cine was received and reviewed by an abbott vascular clinical specialist. The failure to cross the lesion with the xience v stent delivery system (sds) is not seen within the provided images. During treatment of the right coronary artery (rca) prior to stent deployment, it is noted that there is an 8 minute gap in cines recorded between the pre-dilatation and the stent positioning of the deployed stent. The image immediately prior to the stent deployment shows that a buddy wire (second wire) has been placed in the artery indicating that there is difficulty crossing the lesion. The shaft separation of the xience v cannot be confirmed via the images provided but there is consistency within the images received that are congruent with difficulty crossing. Proximal shaft separation cannot be captured via angiogram if it occurs outside of the sheath. Because there is no shaft separation seen within the images and no mention of attempts to retrieve the embolized catheter, the assumption is that the separation was outside of the introducer sheath and guide catheter and the distal end of the catheter was easily removed. It should be noted the xience v everolimus eluting coronary stent system instructions for use (IFU) states: note: if unusual resistance is felt before the stent exits the guiding catheter, do not force passage. Resistance may indicate a problem and the use of excessive force may result in stent damage or dislodgement. Maintain guide wire placement across the lesion and remove the delivery system and guiding catheter as a single unit. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure of the moderately tortuous, moderately calcified, de novo, mid right coronary artery (rca) while forcefully attempting to cross the lesion with the 2.5 x 18mm xience v stent delivery system (sds) the proximal shaft became detached and did not cross the lesion. The device was removed without issue. A different xience v sds was used to complete the procedure. There was no reported adverse patient sequela or a clinically significant delay in procedure. There was no additional information provided.